Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. The event is consistent with a hypersensitivity type reaction. Hypersensitivity or allergic adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. UDI: (B)(4).

Event description:
A report was received on 23 jul 2025 from the nurse of an 81 year old male patient, with a medical history including end stage renal disease, who stated the patient experienced hypotension, itching, facial flushing, and urticaria noted on trunk and upper extremities approximately ten minutes into a hemodialysis treatment on (B)(6) 2025. Oxygen, 0.3mg intramuscular epinephrine, 50mg intravenous diphenhydramine (benadryl) and 125mg intramuscular methylprednisolone (solu medrol) were administered. Emergency medical services (ems) was called and the patient was transported to the emergency department. Additional information was received on 25 jul 2025 from the nurse who stated treatment was terminated with rinseback and the patient's symptoms improved within ten minutes. The patient was admitted to hospital on (B)(6) and was discharged (B)(6) 2025. Following the event, the patient has recovered without sequelae and plans to change his treatment modality to peritoneal dialysis.